Event description:
The consumer via a manufacturer representative reported that the patient had difficulty with their implantable neurostimulator (ins) pocket site after losing a considerable amount of weight. The battery was no longer comfortable in the pocket. The patient would get too much stimulation in their legs and not enough in their back. Reprogramming had been performed but the issue did not resolve. The patient was going to have their ins removed and the leads would be left in. Indications for use: failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).